Manufacturer narrative:
H2: please see section b5 for additional information. H2: please see additional codes for annex f code f1908, associated with the prolonged surgery, and the annex f code f26, representing that there were no health consequences during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue occurred intra-operatively during a functional endoscopic sinus surgery (fess). There was a less than one hour delay and no impact on patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. The logs were reviewed. Three application sessions were available for incident reported date. No rendering issues/errors were observed in the logs. The system logs were reviewed to check for any disconnections with monitor, but no errors or issues were observed. No external monitor was also connected and display resolution was set to auto. The analyst was suspecting temporary rendering issues in the software or hardware issues might have caused the issue. There was insufficient information to determine whether a software anomaly contributed to behavior. Previously reported codes b01, c19, and code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: analysis was performed for product: 9736217r, lot number: 007-2391347. It was reported that the issue could not be replicated. The computer booted normally to the stealthadmin and stealth home screen with a known good solid-state drive (ssd). Touch screen functioned normally without failure. It was fully functional. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736226, version #: 2.1.0, ubd: , UDI#: ; product ID: 9736217, serial/lot #: -, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. Aio was replaced. Codes b01, c07, and d02 are applicable to this analysis. H6: a0902 - black screen a110201 - unable to boot a1301 - intermittent touchscreen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for an unknown procedure. It was reported that the system experienced a monitor issue while in surgery. Upon bootup, the lower right portion of the screen was completely black, as if the pixels were dead. The rest of the screen behaved normally, including the touch screen. Site rebooted the system three times, but the issue persisted. On the fourth reboot, the black portion of the monitor went away, and the entire screen behaved as expected for the rest of surgery. Length of delay was unknown. Impact on patient outcome unknown. Additional information was received. It was reported that the manufacturing representative (rep) was unable to duplicate the reported issue when testing the system. Rep did find, however, that the touchscreen had intermittent functionality. Technical services (ts) suspected the issue was with aio display given initial issue and rep findings.